Event description:
It was reported that during an unknown procedure, at the clip of the vein/artery, the clamp was blocked. The spring didn't correctly deliver the clips. Bleeding due to poorly positioned clip. Hemostasis because of bleeding. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: how much bleeding occurred (please quantify amount)? Did new device control bleeding? Were any blood products given to patient? Was there any change to procedure or post-op patient care?